Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the male component on the inside of the pump where the cartridge is loaded, is bent, causing inability to load cartridge. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.